Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station storage space hardware was failed and it was unable to recover. The field service engineer (fse) had addressed a ghost drawer failure caused by an unrecoverable remote manager (rm). The fse had resolved the issue by manually overriding the failure using a key to open the rm. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a hardware was failed. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.